Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Cause is still unknown. Since the patient originally reported the issue in (B)(6)2022, it has happened one time since then and the patient was sitting in their car for a period of time. Patient did report that they have lost 60 lbs since they were implanted. Patient also reported that they had fallen multiple times since last reprogrammed (B)(6) 2020 (dates of falls unknown and falls were unrelated to scs), one time they stepped in a hole and another they tripped. On (B)(6) 2022 rep was to meet the patient at their appointment, which the patient cancelled due to illness. Today (B)(6) 2022, rep spoke with the patient to see when they could meet so rep could evaluate scs and the patient is not available to meet until her next appointment on (B)(6) 2023. Patient said that they were building a house and taking care of their spouse who mayneed heart surgery. Issue has not been resolved, cause is unknown. Meeting her (B)(6) 2023 to evaluate.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. The reason for call was caller stated that within the past week their settings have changed 3 times with the intensity going down to 0. Patient added that two of the times adaptivestim was turned on as well as the intensity going to 0, but patient always keeps it turned off. Patient stated they use group a and have programs 1-4. Patient stated that they noticed their back was tensing up and when they checked their controller it showed all 4 programs were at an intensity of 0. Patient stated they had 80% charge in the implant the first time, 60% battery the second time, and could not remember the third time. Patient stated the rate settings were always still the same, but the intensity and adaptivestim settings were changing unprompted. Patient added they did have their therapy turn off one time due to a depleted battery and when that happened and they turned the settings back on, all of their settings were still there. Patient noted they have lost weight and wondered if that was related to anything. Patient added that they can feel the implant in their back more now when they press against things. Patient also noted they were in a vehicle the three days that this happened and figured that was the only similarity. Patient mentioned they had their controller battery p ack replaced 3 times and are worried there's something wrong with their implanted battery now. The patient was redirected to their healthcare provider to further address the issue. Patient noted that their healthcare provider typically has the patient call medtronic to set up the appointment with a rep. Additional information was received from the rep indicated that they spoke with the patient and that the patient indicated they had a return of pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that pt stated their intensity adjusted to 0.0 on their programs and pt notified their medtronic representative of the issue via phone monday or tuesday. Pt also stated they lost 60 pounds and did not have as much back fat; pt notified their representative of their weight loss as well. Ps advised the pt to contact their hcp or connect with their representatives to address their intensity issue.